Event description:
It was reported that plastic broke during impaction of femur while being used on patient. Patient was not harmed, s&n backup device was available, all pieces of broken plastic were recovered, no closure letter is needed, no photos are available, surgery was successfully completed, case was not delayed.

Manufacturer narrative:
The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint were manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.